Manufacturer narrative:
Date of event is approximated to (B)(6) 2008, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6) (B)(6) hospital. Revision surgery performed by dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a transobturator tape procedure performed on (B)(6) 2008 for the treatment of stress urinary incontinence, rectocele and cystocele. Post-surgery, the patient was reported to have experienced vaginal vaginal sling erosion of the midurethral sling and rectocele (stage 2) with digitation. On (B)(6) 2015, the patient underwent the following procedure: repair of midurethral sling vaginal erosion, rectocele repair with repliform fascia interposition, bilateral sacrospinous fixation with prolene suture, repair of rectocele with biological mesh; cystoscopy, colposcopy. During the procedure, visual inspection of the anterior vaginal wall at the midurethral area demonstrated a clear white prolene mesh in the midline of the urethra on the anterior vaginal wall from 4 to 8 o'clock. The midurethral sling was separated from the anterior vaginal wall with very good hemostasis. The sling was sufficiently grown through with connective tissue and could not be removed. A cystoscopy was performed noting good clear urine effluxing from the right and left ureteral orifice and no cystotomy or urethrotomy having been performed. Colposcopy revealed all the prolene mesh having been removed from the vagina and no other instances of prolene mesh erosion present. For the rectocele repair and sacrospinous fixation, a capio device loaded with 0 prolene suture was used to secure the repliform cadaveric fascia in place. The procedure was completed without complications, no enterotomy into the rectum, no residual blood clots or vaginal wall injury.